Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic and motor assembly.

Event description:
It was reported that the insulin pump was dropped in the pool. Troubleshooting was performed and water under the display, reservoir compartment, and battery compartment was noticed. The father mentioned that the buttons were unresponsive. No further information was provided.